Event description:
A cs29 stapler was used in a right colectomy procedure in 2008. Eight days later, the surgeon reported that 25% of the anastomotic staple line had developed a leak. The surgeon also indicated that a large ileus may have led to failure of the staple line. A reoperative was required; an ileostomy procedure was performed. Patient has recovered from this procedure.

Manufacturer narrative:
Pt's sex is unknown. Lot number and expiration date are unknown as teh device has been discarded 8 days before the adverse event was reported to the company. Device manufacture date is not known because the lot number could not be determined. The device was not returned to the manufacturer because it had been discarded by the user facility 8 days before the adverse event was reported.